Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications, however, unit received with corroded battery tube. No low battery alerts noted. Unit passed basic occlusion test and displacement test, however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. No grinding noise during rewind noted. Unit received with broken battery tube threads and belt clip slot. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have received low battery every two to three weeks. Customer also reported that there was a crack at battery compartment and a big piece was missing. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.